Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. It was reported that the clip unable to detach after deployment in the patient. When they attempted to push and pull the handle to release it, the handle came apart. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed. The device was returned without the clip assembly and showed full deployment, with the control wire kinked and the sheath buckled. No other problems with the device were noted. The reported event of clips unable to deploy was not confirmed. Upon analysis, the control wire was kinked and the sheath was buckled, and it is possible that these failures resulted from procedural factors, such as excessive force or improper handling and manipulation of the device as excessive or careless manipulation could have caused the defects observed. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure. The exact procedure date was unknown. It was reported that the clip unable to detach after deployment in the patient. When they attempted to push and pull the handle to release it, the handle came apart. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.